Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the following surgeries: 1. L4-5, l5-s1 anterior discectomy, 2. L4-5, l5-s1 anterior lumbar interbody fusion, 3. L4-5 and l5-s1 anterior stalif cage and screws and segmental fixation with bone morphogenic protein and forma graft to treat the following pre-op diagnosis: 1. . L4-5, l5-s1 degenerative disk disease with segmental collapse, foraminal stenosis and radiculopathy. Op notes: a 13 mm by 8 deg. Lordotic cage stalif cage was filled with half of a large bmp kit and formagrafat was tamped into place. A superiorly and inferiorly directed screw was placed through the implant into the bone giving excellent fixation. A similar discectomy was performed at l4-5. The anterior longitudinal ligament and anterior annulus were excised. Cartilaginous endplate and nuclear material were removed. Curets were used to prepare the subchondral bone. At this level, again a 13 mm by 8 deg. Lordotic cage was filled with bmp and formagraft and it was tamped into place. Again, a superiorly and inferiorly directed screw were implanted. A lateral x-ray as taken confirming the proper placement of implants. The patient was awakened and returned to the recovery room. There were no breaks in sterile technique or complications noted.